Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the threshold measurements on the right ventricular (rv) lead had increased along with decreased amplitude measurements. The impedance measurements were stable and there was no noise or oversensing. As the physician suspected a microdislodgement, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The complete lead was returned severed in two segments at 20cm from the terminal pin. The distal shocking coil was separated from the medical adhesive at the proximal end. The helix was fully retracted with no damage, there was tissue entwined in the helix. Both segments of the returned lead were confirmed to be electrically continuous. The reason for the distal shocking coil separation could not be ascertained.